Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced muscle stimulation. This left ventricular (lv) lead was programmed off. Additional information was received that this lead exhibited loss of capture (loc). The health care professional (hcp) stated that this patient is scheduled for an in office check in the upcoming days and reprogramming is planned. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced muscle stimulation. This left ventricular (lv) lead was programmed off. Additional information was received that this lead exhibited loss of capture (loc). The health care professional (hcp) stated that this patient is scheduled for an in office check in the upcoming days and reprogramming is planned. Further information was received that this lead also exhibited high capture thresholds. A revision procedure was performed and it was surgically abandoned. No additional adverse patient effects were reported.